Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge was overheating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was overheating. The field service engineer (fse) found that the smart remote manager was off by 3 degrees. The fse recalibrated it, but it did not take. Fse then discovered that the probe cable was very dark and in poor condition, so fse replaced it. The temperature began to go down slowly. The customer observed the temperature display slowly decreasing. A proactive visual inspection was completed. The system functioned as intended after the field service engineer repaired the device.